Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she was experiencing high blood glucose. The customer stated that she removed the reservoir from the insulin pump during testing and noticed insulin inside the reservoir compartment. No further info was provided.